Manufacturer narrative:
(B)(4). The reported complaint that the "pump would not allow switching to ap trigger when in operator mode" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states, "pump would not allow switching to ap trigger when in operator mode. Screen was functional, multiple attempts. In autopilot mode, ECG disconnected, pump still displaying ECG trigger (pattern) although no ECG present on the pump. The pump continued pumping without interruption. Multiple disconnections and attempts to switch to pressure trigger in operator mode with the same result. Unable to power cycle pump due to patient condition". As a result, the pump was exchanged for another pump. No patient harm or injury, or delay in therapy. The patient status is reported as "critical".

Event description:
The report states, "pump would not allow switching to ap trigger when in operator mode. Screen was functional, multiple attempts. In autopilot mode, ECG disconnected, pump still displaying ECG trigger (pattern) although no ECG present on the pump. The pump continued pumping without interruption. Multiple disconnections and attempts to switch to pressure trigger in operator mode with the same result. Unable to power cycle pump due to patient condition". As a result, the pump was exchanged for another pump. No patient harm or injury, or delay in therapy. The patient status is reported as "critical".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "pump would not allow switching to ap trigger when in operator mode. Screen was functional, multiple attempts. In autopilot mode, ECG disconnected, pump still displaying ECG trigger (pattern) although no ECG present on the pump. The pump continued pumping without interruption. Multiple disconnections and attempts to switch to pressure trigger in operator mode with the same result. Unable to power cycle pump due to patient condition". As a result, the pump was exchanged for another pump. No patient harm or injury, or delay in therapy. The patient status is reported as "critical".